Event description:
Same case as MDR ID: 2134265-2015-02086 and 2134265-2015-02135. It was reported that burr became stuck on the rotawire and balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After ablation was performed with a 1.75mm rotablator, the lesion was observed with an optical frequency domain imaging (ofdi) catheter. A 2.00mm rotalink¿ plus and an unspecified size rotawire were selected to treat the lesion; however, it was observed that the rotablator was stuck on the rotawire and the rotablator was unable to advance inside an unspecified guiding catheter. The burr and the rotawire were removed together from the patient. The physician attempted to remove the rotawire from the burr, but was unable to do so. Since the procedure took a long time, the lesion was dilated with a non bsc balloon catheter. Then, a 3.5 x 24 non bsc stent was implanted, and the lesion was observed with ofdi catheter. A 12mm x 5.00mm nc quantum apex¿ balloon catheter was advanced to post dilate the lesion. The balloon was inflated twice; at 18 atmospheres on the 1st inflation but ruptured on the 2nd inflation at 18 atmospheres after 20 seconds. There was no kink prior to use, no resistance during the procedure. The balloon was completely removed from the patient. A 5.00mm non bsc balloon catheter was advanced to dilate the lesion but ruptured on the 2nd inflation at 20 atmospheres. The lesion was observed with ofdi catheter and the procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).